Manufacturer narrative:
Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. Upon review of the logfiles , the issue reported by the customer could be confirmed. The device alarmed with a high oxygen alarm on the day of the event. The event did not occur during ventilation. Nevertheless, if such an event were to occur during ventilation, the therapy might be affected and therefore a potential deterioration in the patient' state of health cannot be excluded. Therefore this event is considered reportable. The service technician conducted troubleshooting and identified the root cause as a defective mixer valves. Consequently, the defective mixer valves were replaced. After the replacement, the device functioned correctly.

Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented inproduction. Investigation ongoing.

Event description:
Hamilton medical ag received the following description: the ventilator alarmed with o2 concentration too high. No patient involvement.